Event description:
It was reported that intermittently, a cartridge alarm occurred with consecutive cartridges during the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction injection was administered to address the bg. Customer reverted to an alternate method of insulin therapy.